Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500673 investigations did not show issues related to the complaint. The device sample is reportedly unavailable. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier was being used in a procedure and every other clip seemed to be missing. The patient's condition was reported as fine.